Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 9/22/2022. H6 component code: g07002 - reported condition not confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: asked all follow up questions, and nurse coordinator stated: - all information about product was per multiple surgeons during 2-3 different surgeries. She does not have specific dates, procedures, or quantities involved, other than to subtract the difference of what was left in the box. She shipped product back yesterday. No other complaints about said product were filed that she or I am aware of. Report related to: mw # 2210968-2022-07443, mw# 2210968-2022-07444.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture is popping off too easily while barely tugging it. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: what is the total number of procedures? All information about product was per multiple surgeons during 2-3 different surgeries. What are the procedure name(s) and date(s)? The account contact does not have specific dates or procedures. What is the quantity involved per procedure? The account contact does not have specific quantities involved, other than to subtract the difference of what was left in the box. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the "¿popping off¿ too easily" occurred intra-op, or pre-op. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Event related to mw # 2210968-2022-07443. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2022. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.